Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. It was noted the estimated remaining longevity was 46% in june 2021 and had decreased to 12% in september 2021. Elective replacement indicator (eri) battery status had been declared on december 10. A request was made for engineering to evaluate the data in the remote monitoring system so a replacement interval could be provided. No adverse patient effects were reported. The device remains implanted and in service. Engineering reviewed the available data and confirmed the device was depleting prematurely due to an abnormal increase in power usage. Device replacement was recommended for within 62 days. However, about 30 days later it was reported that the device declared end of life (eol) battery status. Technical services then recommended immediate device replacement, per labeling. Engineering reviewed the device data and confirmed the device has sufficient reserve to deliver at least 3 shocks before charge times exceed 15 seconds if the s-ICD is replaced within 60 days. The device was explanted and replaced two days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. It was noted the estimated remaining longevity was 46% in june 2021 and had decreased to 12% in september 2021. Elective replacement indicator (eri) battery status had been declared on december 10. A request was made for engineering to evaluate the data in the remote monitoring system so a replacement interval could be provided. No adverse patient effects were reported. The device remains implanted and in service. Engineering reviewed the available data and confirmed the device was depleting prematurely due to an abnormal increase in power usage. Device replacement was recommended for within 62 days. However, 30 days later the device declared end of life (eol) battery status. Technical services then recommended immediate device replacement, per labeling. Engineering reviewed the device data and confirmed the device has sufficient reserve to deliver at least 3 shocks before charge times exceed 15 seconds if the s-ICD is replaced within 60 days.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. It was noted the estimated remaining longevity was 46% in (B)(6) 2021 and had decreased to 12% in (B)(6) 2021. Elective replacement indicator (eri) battery status had been declared on december 10. A request was made for engineering to evaluate the data in the remote monitoring system so a replacement interval could be provided. No adverse patient effects were reported. The device remains implanted and in service. Engineering reviewed the available data and confirmed the device was depleting prematurely due to an abnormal increase in power usage. Device replacement was recommended for within 62 days. However, about 30 days later it was reported that the device declared end of life (eol) battery status. Technical services then recommended immediate device replacement, per labeling. Engineering reviewed the device data and confirmed the device has sufficient reserve to deliver at least 3 shocks before charge times exceed 15 seconds if the s-ICD is replaced within 60 days. The device was explanted and replaced two days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.